Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 420 mg/dl and current and at the time of incident blood glucose was 377 mg/dl. Customer treated for high blood glucose using injections and bolus of 1 unit. Auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported customer does not alleged insulin pump was under delivering. Customer reported that high performance test was passed. The devices will not be returned for analysis.